Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that precleaning was not performed immediately after procedure and/or adequate amount of water was not fed at precleaning/ manual cleaning, therefore removal of the material was difficult. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. -if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. Upon inspection and testing, when performing the test of the passage of the cleaning brush of the biopsy channel, residues were found in the channel. It was not possible to identify when the foreign material clogged inside the channel. Other incidental observations are leakage at the electronic connector guide pin, oxidized electronic connector, image with interference, broken light fibers, and irregular distal tip rubber glue. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by customer for the issue of dark image. There is no reported harm to any patient. At the time of evaluation of the returned device, residue material was found in the biopsy channel when performing the test of the passage of the cleaning brush. This medwatch is being submitted for the reportable issue of the residue material found in the biopsy channel during device evaluation.